Event description:
A customer reported that two consecutive knives from the same lot number were noted to be dull upon making contact with the patient during surgery. There was no impact to the patient. No additional information can be expected.

Manufacturer narrative:
Five knife samples were received by manufacturing in unopened blisters. The samples were examined per facility procedure and were determined to be visually conforming. Blade penetration tests were performed which resulted in penetration values of: sample a: 41.0, sample b: 42.9, sample c: 82.6, sample d: 57.2 and sample e: 59.6 grams of force compared to a specification requirement of 100 grams maximum. All returned samples were determined to be functionally conforming. The final customer lot was identified. Two component knife lots were used to make up the customer's identified lot. A device history record review was conducted and no anomalies were found. The product was released based on the manufacturer's acceptance criteria. No additional investigation is required based on device history review. A complaint history examination indicates there was one additional complaint for this reported issue. All visual and functional tests performed during the evaluation were conforming. A root cause cannot be determined for the complaint as described by the customer. (B)(4).

Manufacturer narrative:
A sample has been received by manufacturing that has not yet been evaluated. For the identified customer lot, two component lots were used to make up the final lot. A device history record review for the reported lot and associated component lots was conducted. No anomalies were found during the device history record review. The product was released based on manufacturer's acceptance criteria. A complaint history examination indicates that one additional complaint was associated with one of the component lots used to create the final lot reported by the customer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. All knives are 100% inspected by trained operators using a minimum of 10x magnification during manufacturing. Any defects, such as damaged tips and cutting edges, are removed from the lot and scrapped. Sharpness testing is performed and monitored during the finishing process to ensure the sharpness of the product. Additional information has been requested. The manufacturer internal reference number is: 2015-03915